Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, a warning for low rv impedance, then high superior vena cava (svc) defibrillation impedance and no capture were observed. It was reported that the lead had dislodged and caused a perforation. The lead was revised and remains in use. It was also reported that the device did not emit an alert tone for the lead issues and remains in use. No further patient complications have been reported as a result of this event.